Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04580. It was reported the patient had discomfort at the ipg site, and the physician planned surgical intervention to reposition the ipg. It was also reported the physician planned to remove the anchors.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.